Manufacturer narrative:
Investigation: manufacturing and quality control data. The progav® 2.0 shunt system was manufactured by a qualified employee in may 2021. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® 2.0 shunt system is comprised of a progav® 2.0 adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shunt assistant® 2.0 fixed pressure valve with a fixed pressure range of 25 cmh2o. The shunt system was inspected as article (B)(4). All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the shunt system are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shunt system are not operating within the acceptable tolerance in either position. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, clearly deposits were found in progav® 2.0. Results: based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (part # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: unknown, weight: (B)(6) (kg), gender: female.